Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one day post implant, the patient experienced intermittent, symptomatic premature ventricular contractions (pvcs). The right atrial (ra) lead exhibited high thresholds, no capture and dislodged, a second time and migrated towards the ventricle, giving rise to inappropriate ventricular pacing. The ra lead was removed and a pin plug was placed in the ra port. No further patient complications have been reported as a result of this event.